Event description:
It was reported that there was undersensing on the rv (right ventricular) lead and no sensing on the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator, (B)(6) 2012. (B)(4). Evaluation summary: a proximal portion was received measuring 14 cm. A distal portion was received measuring 47.5 cm. Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.